Event description:
On or about (B)(6) 2011, the plaintiff was implanted with an ams elevate graft, "to treat pelvic organ prolapse and/or urinary incontinence." The plaintiff's attorney has alleged that the "plaintiff began experiencing bleeding, bowel problems, incontinence, infections, pain, pain with sexual intercourse known as dyspareunia, urinary problems, vaginal scarring/shrinkage and the need for additional surgery some time after implant." It was also alleged that the "plaintiff suffered, and continues to suffer, serious bodily injury and harm," that the "plaintiff has sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.